Event description:
The customer reported the device had a bad display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device has a bad display. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the problem. The display assembly was replaced to resolve the issue. The device passed all performance assurance tests and was placed back into use.